Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -5.0 into the patient's left eye (os) on (B)(6) 2023. In a separate surgery that day the lens was exchanged for a lens two sizes shorter in length due to excessive vault. This resolved the problem. The reporter did not give a cause for this event.